Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the lead break could not be determined. Patient does not recall any falls or traumatic injury. The cause of the uncomfortable stimulation was due to the broken leads. The issue is now resolved. Information was confirmed by physician. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial#(B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(6) ; product ID: 977a260, serial/lot #:(B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with and implantable neuro stimulator (ins). It was reported that patient had lack of therapy, high impedance and pinching sensation. Impedances were checked, x-rays done and attempted reprogramming. Rep attempted reprogramming, unsuccessful. The issue has not been resolved at the time of this report. Rep will obtain further information from health care professional (hcp) on (B)(6) 2018. Rep also reported lead migration. Lack of therapy in intended area. Stimulation no longer in areas of pain. Impedances checked (normal), x-ray verifies migration of lead. No surgical intervention occurred. Surgical intervention planned, has not been scheduled. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. After additional information was received on (B)(6) 2018, it was determined that the previously reported lead migration and loss of stimulation issue should be reported as a separate event. Regulatory report number 3004209178-2018-14478 covers the other event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that surgical intervention occurred on (B)(6) 2018. One of the leads was intact but caused uncomfortable stimulation and the other lead was completely broken and separated at the beginning of the electrode array. All lead pieces and electrodes were removed, accounted for, and verified by x-ray. The explanted devices were disposed. No further complications reported.